Manufacturer narrative:
Exact date unknown, event occurred 3-4 years ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients was experiencing inadequate pain relief. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.